Event description:
Information received indicates, the left siderail latch bolt is missing and the siderail cannot be latched.

Manufacturer narrative:
The technician installed a new siderail latch bolt to repair the stretcher.